Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 03.632.204 synthes lot # 9924680-16 supplier lot # 9924680-16 release to warehouse date # 18 dec 2015 supplier # (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: it was reported that during routine incoming inspection of a loaner set, it was observed that a 03.632.204, 3.0nm torque limiting handle with 4.5mm quick coupling had failed calibration. The repair technician reported that the device had failed torque test in design and service limits. Torque test high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is torque test failed high. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter occupation: j&j employee. Device evaluated by MFR: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during evaluation at service and repair it was found that the 3.0nm torq limiting hndl 4.5mm qk couplg failed calibration. There was no patient involvement. This report is for one (1) 3.0nm torque limiting handle with 4.5mm quick coupling. This is report 1 of 1 for complaint (B)(4).